Manufacturer narrative:
No hospital name, address, or contact person is available; no phone or e-mail was provided, therefore no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states:" 'patient was receiving fentanyl infusion at 50mcg/hr, infusion initiated prior to 2000 on (B)(6) 2015. During hourly rounds at 0100 [(B)(6) 2015], fentanyl bag 1.25mg in 125ml of nss was noted to be empty. Alaris IV pump malfunctioned and infused the entire bad of fentanyl. Patient became hypotensive with sbp 70's (b/l sbp 80's on admission). Close watch on pt's condition and vs until resolved. Pt. Maintained appropriate neuro status throughout entire event. IV pump channel in question was removed from patient's room and new pump channel was used.' Patient was in medical ICU and utilizing ventilator and multiple other pieces of equipment."